Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical prostatectomy procedure, while the surgeon was reviewing the procedure of the surgery, the balloon broke and fell into the patient's cavity, it was retrieved by using clips which caused the surgical time to be extended by 5 minutes. There was no patient injury.